Event description:
It was reported that the patient experienced pain as the inflatable penile prosthesis (ipp) was not working properly. The pump was difficult to inflate and deflate and caused pain to the patient. The patient underwent a surgical procedure to replace the device. No further patient complications reported.